Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors and low impedance were observed during a procedure. The lead was capped and replaced. The patient was discharged.